Event description:
The customer reported an issue indicated by cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and assisted the customer in performing the reset. After the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.